Event description:
Lawsuit alleges in 2001 the patient underwent additional surgery to attach leads to the spinal cord stimulator that was surgically implanted 4 days before in 2001. Hcp reported extensions would not insert into one of the sides of the battery due to an obstruction. The device was explanted and returned to the manufacturer for analysis.